Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was powering off during use. He mentioned that the battery was only lasting 1 day after it had completed a full battery charge. This complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged power issue began either in (B)(6) 2013. The patient informed the csr that he manages his diabetes with oral medication (metformin). The patient claimed that he was unable to test his blood glucose due to the alleged power issue; however, confirmed he continued to take his usual dose of medication after the issue started. The patient reported developing symptoms of "dizzy and thirsty" after the alleged power issue started, but denied receiving treatment. At the time of troubleshooting, the alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue began.

Manufacturer narrative:
The meter and test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4): the meter, usb, and adapter all passed testing, no faults were found, and products functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.